Event description:
Livanova deutschland has received a report concerning an s5 heart-lung machine (hlm) double roller pump 85 that displayed a motor control failure error. The issue occurred during the priming phase, prior to the initiation of extracorporeal circulation. No patient injury has been reported.

Manufacturer narrative:
A.1.- a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 heart-lung machine (hlm) system, which includes the double roller pump 85 referenced in this report. The event occurred in (B)(6) italy. The livanova technician tested the system involved but was unable to reproduce the reported failure. As a precautionary measure, two boards (hmf, hms) within the pump were replaced. A preliminary analysis of the pump¿s serial readout file has indicated that an issue related to the resolver input/output signal may have contributed to the event. The investigation is ongoing, and supplementary analyses are underway to determine the final outcome.